Event description:
It was reported that the procedure was to treat a total occlusion of the right superficial femoral artery. The nc trek was being used for predilatation of the lesion. Resistance was felt during advancement of the balloon catheter to the lesion due to calcium. After inflation of the balloon for predilatation, the balloon would not deflate. The balloon was finally able to be deflated fully and removed from the patient. A non-abbott balloon was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the nc trek balloon was not submerged in saline prior to use, per the instructions for use. It should be noted that the instruction for use (IFU) instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it could not be determined if the IFU deviation contributed to the reported deflation issue.